Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken conductor wire at the weld on the monopolar yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the permanent cautery hook instrument failed to cauterize or deliver energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter did know if arcing was observed, what other instrument was in use when the arcing event occurred, or if the arcing appeared to originate from an instrument associated with the complaint or from another instrument in use at the time of the event. There was no injury to the patient.